Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
H4: the device was manufactured from january 20, 2020 - january 22, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photographs were reviewed, and it was noted that the photos showed drops of fluid inside the device housing which suggested a leak may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. The leakage was further described as condensation observed between the bladder and plastic (housing) during patient infusion. The device was filled with flucloxacillin 12000mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.